Event description:
It was reported that following a percutaneous coronary intervention (pci) of the left anterior descending (lad) artery, a driver stent 3.5x18 mm was placed. During the pci, a thrombotic event occurred and it was aspirated. A driver stert 3.0 x 24 mm was placed. A 7f terumo 25 cm procedural sheath was used during the procedure. Following the procedure, a percrose at was used. The physician cut the suture and hemostasis was not achieved. Therefore, an angio-seal was used. No pre- insertion angiogram was used. The collagen protruded from the skin after tamping was completed. The physician made an incision and pushed the collagen underneath the skin with forceps. Hemostasis was achieved and a compression bandage was put on the puncture site to prevent late bleeding. Five to six hours later, the pt bled after the compression bandage was removed so it was placed back on the site. The physician confirmed that a 30cm hematoma formed around the puncture site just above the knee. The pt received 400 cc of blood transfusion. The next day, the pt died. The physician stated that the pt became hemodynamically unstable and needed a blood transfusion. Reportedly, the vessel might have been damaged by the guidewire during the pci procedure. The sales rep reported that the physician pushed the collagen hard.

Manufacturer narrative:
A device was not returned and therefore an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) recommend that a pre-insertion angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device instruction for use (IFU) state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.